Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered the threshold suspend alarm. The customer indicated that the sensor glucose was over 400 mg/dl and blood glucose was 287 mg/dl and also went down to 47mg/dl. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate.

Manufacturer narrative:
Findings: inspected 1 opened/used sensor and performed visual inspection and found dull needle tip and bent cannula. Performed bts test and sensor passed per specifications with accurate readings. See attached files for engineering analysis results.